Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the electrosurgical knife fell off (during the check after the procedure). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: knife fell off (during the check after the procedure), knife could not be extended. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The likely cause of the breakage of the cutting knife might be the following: 1) during tissue incision, an electrical discharge might have occurred due to one of the following factors. The high-frequency output was set too high. The electrosurgical unit was used in the coagulation mode. The output activation time was too long. 2) an electrical discharge occurred, and the part of the cutting wire became hot instantly. As a result, the strength of the cutting knife decreased. Also, the cutting wire was scorched. 3) during tissue incision, a load was applied to the cutting knife, which had reduced strength. This may have caused the cutting knife to bend. 4) when the slider was pushed, the bent cutting knife got stuck, preventing it from being extended. 5) when the distal end was touched to verify, mechanical stress was applied to the cutting knife, causing it to break. However, a factor of an electrical discharge was unknown and the root cause could not be identified. The instructions for use (instruction manual) contains the following information relevant to the suggested phenomenon: during treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the coated outer tube. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using a grasping forceps. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. An excessive output level and time may result in patient injury, such as perforation, bleeding, or mucous membrane damage. Application of high-voltage waveforms for extended periods increases the likelihood that the cutting knife may break. When a high-voltage waveform has to be used, minimize the duration of current application. Electrosurgical unit: voltage intensities of various waveforms. Soft coagulation < cut / pulse cut < forced coagulation. Do not activate output when the metal portion at the distal end of the endoscope is too close to or in contact with the cutting knife. This could burn the tissue and/or damage the endoscope. If the cutting knife is used in a high-humidity situation, it may be damaged by melting or elongation. 1600vp(3200vp-p). 2900vp(5800vp-p). Do not use this instrument and a cord with an output higher than the rated high-frequency voltage given in the tables in section 8.2, ¿specifications¿. This could cause patient, operator, or assistant injury, such as thermal injury. It could also damage the endoscope, instrument, and/or a cord. 8.2 rated high-frequency voltage cut: 1600 vp (3200 vp-p). Coag: 2900 vp (5800vp-p). Be careful not to use excessive force when removing tissue attached to the cutting knife. When the distal end is subjected to excessive force, for example, when forcibly scraping the cutting knife with tweezers, etc. Or when extending and retracting the cutting knife abruptly and continuously, it may break the cutting knife. Olympus will continue to monitor field performance for this device.